Event description:
It was reported that the patient presented to the clinic after receiving several shocks. The device could not be interrogated and was found in back vvi mode. Review of the device image showed no stored episodes. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup dfo reset and inappropriate shocks were confirmed. The cause of the reset to backup dfo mode was not determined. The cause of the inappropriate therapy was determined to be oversensing while the device was in backup dfo mode. The cause of the oversensng in backup dfo mode could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.